Manufacturer narrative:
Customer should not have run patient samples when aqc turned off on the instrument. Customer indicated that they did not have any aqc in stock to replace on july 10th. Siemens advised the customer to stop using the instrument until a new aqc can be delivered. Siemens arranged for an aqc to be sent from another customer site which was received on 13th july and installed on 14th july. Customer confirmed that there were no concerns raised by clinical staff regarding discrepant results. Customer also confirmed that aqc feature was deactivated by the operator. The event occurred due to an operator error. Instrument is performing as intended.

Event description:
Customer run patient samples when aqc (automatic quality control) was turned off on the instrument for 6 days. There was no report of injury due to this event.